Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut in half, typical of insertion and removal. Both cut optic portions have scratches near the cut area. All product and batch history records are quality reviewed prior to product release. The cartridge and viscoelastic indicated is not qualified for the lens model indicated. The root cause may be related to a failure to follow the dfu. The file indicates the use of a non-qualified lens/cartridge combination and the use of a non-qualified viscoelastic. The use of non-qualified products may result in lens delivery difficulties or lens damage. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), a scratch was noticed. The lens was removed during the initial procedure and a backup lens was used. Additional information was requested.